Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the downstream occlusion alarm caused by elevated signal levels in the force sensor with a loaded set. The force sensor was calibrated to ensure proper occlusion detection.

Event description:
During baxter's eval of spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no pt involvement.